Manufacturer narrative:
Follow-up 08/09/2016: the customer's tandem clinical diabetes specialist reported that the customer's educator notified them that the customer's blood glucose levels were related to their pump settings; however, they did not clarify the specific settings. The customer and educator adjusted the settings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the low 300s (mg/dl) for 3 days. Customer administered insulin injections to treat bg levels. During system check with tandem technical support, pump history showed that the customer had received multiple incomplete bolus alerts. Tandem technical support verified that the bolus history was accurate and educated the contact that these alerts trigger from not completing intended boluses or not backing out of the bolus menu. The rest of the system check and review of pump data indicated that the pump was performing as intended. Contact indicated that the customer would change pump supplies and contact their health care provider.